Event description:
Healthcare professional reported "device ruptured", "slight signs of contracture". Later healthcare professional reported "no contracture". This record is for the right side. Device was explanted and replaced with a non-abbvie device and it will not be returned.

Manufacturer narrative:
Continued phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.